Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was fractured resulting in high lv impedance measurements. Reprogramming was done to pace the right ventricle. The lv lead was turned off. No patient complications have been reported as a result of this event.